Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow up, several inappropriate atp therapies were observed for atrial fibrillation. The patient was asymptomatic. Programing changes were made. The patient was signed up for follow-ups through remote transmission and no more events have been reported since then. The patient's condition is stable.